Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting more quickly than expected, primarily due to the programmed lower rate and current drain due to atrial fibrillation (af). Outputs were optimized and the device remains in use. No patient complications have been reported as a result of this event.